Manufacturer narrative:
G4:25jan2021. B4:26jan2021. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer to replaced the touchscreen and provided the part information and replacement procedure per the service manual. A good faith effort was made to the customer who stated that the touchscreen was cleaned very well and the calibration was then completed to correct the issue. The touchscreen did not require replacement. The v60 was then fully tested to the manufactures performance verification procedure and returned to use with no further issues. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 15dec2020.

Event description:
It was reported to philips that the touchscreen will not hold calibration. This one will calibrate, but then drifts out. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer to replaced the touchscreen and provided the part information and replacement procedure per the service manual.